Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported adverse impact to the customer¿s blood glucose level. The customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.